Event description:
It was reported that the pt was implanted a znn cmn lag screw 10.5x105 on an unk side on (B)(6) 2014. The pt was revised on (B)(6) 2014 because the lag-screw backed out.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received fro the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, the changes this assessment, an amended medical device report will be submitted. (B)(4).